Manufacturer narrative:
H3: product analysis (B)(4), lotno:d057829 ¿ as found condition: the pipeline flex was returned inside a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The braid's distal and proximal ends were found open and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. ¿ conclusion: based on the device analysis and reported information, the customer report of ¿failure/incomplete open distal¿ was not confirmed as the braid's distal and proximal ends were found opened and frayed. The cause of the ¿failure/incomplete open¿ could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. The braid can become damaged due to resheathing more than twice, over-manipulation, deployment techniques, delivering/retracting the delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open in the distal section and was found damaged. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the anterior communicating artery seg ment. Landing zone: distal: 3.0 mm and proximal: 3.4 mm. Dual antiplatelet treatment was administered. It was reported that the patient had an anterior communicating artery segment aneurysm and underwent flow diversion dense mesh stent placement. After establishing access, the ped-350-16 stent was fully hydrated and then delivered through a marksman microcatheter for implantation. When the stent was being pushed out of the microcatheter, it was found that the tip end could not be opened. After several attempts, the tip end of the stent still could not be opened. The microcatheter and stent were then withdrawn, and it was found that the tip end of the stent was deformed. A different stent, a ped-350-20, was then used instead, and the stent was successfully opened after reaching the target location. The procedure was completed safely. It was reported the pipeline failed to open in the distal section. The pipeline was removed from the patient. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.